Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response that were in the ventricular fibrillation (vf) detection zone. The device remains in use. No further patient complications have been reported as a result of this event.